Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, leakage from catheter during flushing with saline. A hole in the catheter discovered 5 cm in when removed. No other information was provided. When administering medicine, the patient's piccline leaks and medicine comes out on the skin. The catheter may be pulled immediately. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was inserted (B)(6) 2024, removed (B)(6) 2024. Inserted to basilic vein, total catheter length unknown, exit site marking 0cm, dressed straight along patient's arm, locked with saline and secured with statlock. PICC used for oncology treatment (packlitaxel). Unknown if used for CT scans or if any occlusions occurred with this device. Internal leakage discovered at 5cm mark during saline flush. PICC used about 7 months. It is unknown if there are xray images of this incident. Catheter site was cleaned with chlorhexidine solution poured from a bottle (0.5%).

Event description:
It was reported, leakage from catheter during flushing with saline. A hole in the catheter discovered 5 cm in when removed. No other information was provided. When administering medicine, the patient's piccline leaks and medicine comes out on the skin. The catheter may be pulled immediately. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was inserted 15/4-24, removed 5/11-24. Inserted to basilic vein, total catheter length unknown, exit site marking 0cm, dressed straight along patient's arm, locked with saline and secured with statlock. PICC used for oncology treatment (packlitaxel). Unknown if used for CT scans or if any occlusions occurred with this device. Internal leakage discovered at 5cm mark during saline flush. PICC used about 7 months. It is unknown if there are xray images of this incident. Catheter site was cleaned with chlorhexidine solution poured from a bottle (0.5%).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 5 cm depth marker on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.